Event description:
It was reported that the low impedance on the atrial lead(s) triggered a remote transmission lead warning. It was further determined that there are two atrial leads (one in the right atrium and one in the left atrium) y-adapted into the atrial port of the implantable pulse generator (ipg), which could cause the low impedance readings. The impedance alert cannot be programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.